Manufacturer narrative:
Citation: knox, jeffrey b. Et al. "Osteolysis in transforaminal lumbar interbody fusion with bone morphogenetic protein-2". Spine (phila pa 1976) 2011: jan 5. Interbody cage - therapy dates not reported. (B)(4). The product was not returned to the manufacturer. The imaging film noted in the article show signs of osteolysis and subsidence. Subsidence occurred with severe osteolysis and loss of bone support for the cage. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
The results of a retrospective study of patients who underwent transforaminal lumbar interbody fusion (tlif) between (B)(6) 2004 and (B)(6) 2009 were reported. The surgical procedures were performed by a single surgeon and included single or two level fusions. The patients had presented with degenerative spinal conditions (spondylolisthesis, discogenic back pain, and/or lumbar radiculopathy) and were greater than (B)(6). The patients underwent a tlif with pedicle screw instrumentation through either a midline posterior or minimally invasive approach. An interbody device was filled with recombinant human bone morphogenetic protein-2 (rh-bmp2) sponges and local autograft. A standard dose of 5 mg of rh-bmp-2 was used. The patients were discharged from hospital day three post-op. Low impact activities were permitted. Strenuous physical activity and heavy lifting were not permitted until six weeks post-op. One patient who underwent two level fusion demonstrated subsidence of the intervertebral graft into the verebral body associated with significant osteolysis. The patient did not demonstrate worsening of osteolysis or subsidence on subsequent follow-up imaging. Revision surgery was not required during the study period due to the osteolysis or subsidence.